Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was toning due to a charge circuit timeout. It was noted that approximately two months ago the charge circuit timeout occurred, and all the alerts had previously been turned off on the device as they elected not to changeout the device. Since the device is at end of service (eos) the physician decided to turn off tachycardia therapy. The ICD remains implanted. No patient complications have been reported as a result of this event.